Event description:
It was reported that interrogation of the device showed abrupt variations in the atrial lead impedance. Patient reported audible tones coming from device. There was also a message about an unsucessful transmission even though, the patient has no carelink monitor for home use. The device remains active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.